Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 40% to 10% while connected to a power source. Review of the pump data logs showed that the battery had decreased from 50% to 5% while connected to a power source. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy.